Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0203245353 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the device diagnosis was updated to catheter occlusion and the clinical diagnosis was updated to baclofen withdrawal symptoms. The implant date of the catheter was provided. The patient's initials were unknown and the gender was provided.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that a routine pump replacement was performed on (B)(6) 2021. No sideport aspiration was possible during operation. Postoperative problems occurred because of no proper administration of baclofen due to a possible catheter occlusion. The device diagnosis was catheter kink and the clinical diagnosis was baclofen underdose. The patient experienced increased spasticity and itch (distal). The patient required in-patient or prolonged hospitalization. The catheter was replaced on (B)(6) 2021. The event was resolved without sequelae as of (B)(6) 2021. The healthcare provider had disposed of the device according to their biohazard instructions. Regarding etiology, the relationship of the event to the device / therapy was related and relationship of the event to the implant procedure was unlikely related.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc; lot# 0203245353; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study. Regarding the patient¿s age at the time of the event, it was indicated that the patient was 47 years old at the time of consent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc; lot# 0203245353; explanted: (B)(6) 2021; product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that a routine pump replacement was performed on (B)(6) 2021. No sideport aspiration was possible during operation. Postoperative problems occurred because of no proper administration of baclofen due to a possible catheter occlusion. The device diagnosis was catheter kink and the clinical diagnosis was baclofen underdose. The patient experienced increased spasticity and itch (distal). The patient required in-patient or prolonged hospitalization. The catheter was replaced on (B)(6) 2021. The event was resolved without sequelae as of (B)(6) 2021. The healthcare provider had disposed of the device according to their biohazard instructions. Regarding etiology, the relationship of the event to the device / therapy was related and relationship of the event to the implant procedure was unlikely related.